Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have not received any sample, only a picture showing a needle detached from the thread and the thread not wound on the pack. However, without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Needle attachment results conducted on samples before releasing the product were 1.01 kgf in average and 0.86 kgf in minimum and fulfilled european pharmacopoeia (ep) requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (vet) reported that the vet has used 20 pockets of sutures without any problems. Now, 5 pockets in a row have the problem that the needle detaches from the suture without a clear cause. Additional information: the loosening was mostly during the first use, namely when I took the needle out of the package using my needle holder. But sometimes also when I had already set a few stitches.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.